Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, customer used cold insulin during the loading process. Customer¿s blood glucose level was 193 mg/dl. Customer also reported that an occlusion alarm occurred. Customer declined to provide further information regarding this event.